Event description:
The pt expired 10 days post aortic valve implant with concommitant CABG x 1. Pt developed mesenteric ischemia due to emboli, and renal failure 3 days post operative and also experienced a cva on the 4th day postoperative. Native aortic root noted to be very calcified during implant. Pt 86 years old at time of implant.